Manufacturer narrative:
(B)(4) additional information: the analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60m cartridge was loaded in the device. The cartridge reload was received fully fired with a clip lodged between the anvil and cartridge deck. The clip was removed and the knife was fully returned by completing the return stroke. Furthermore, the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no manual switch issues were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic nissan procedure, on the first firing with a gray reload the device was difficult to fire on the second stroke, but completed the firing. After the firing was complete they could not get the knife to reverse. The red button was used and still the knife would not reverse. A second port was created and a second device was pulled. The second device was inserted into the patient and the first device was removed from the tissue and removed from the patient. The second device was used to complete the procedure with no patient consequence. On what tissue type was the device used? Vessel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. Echelon straight/flex: straight. During which stroke did the event occur? 2nd stroke. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes, clip. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing on 2 stroke, and opening the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? A second device was pulled to cut the first device off the tissue.